Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the display on the insulin pump went blank 2 hours after changing the battery. The customer stated that the battery was removed and reinserted and the insulin pump alarmed failed battery test. The customer also reported receiving an off no power alarm. Blood glucose value was 8.5 mmol/l. During troubleshooting, the customer stated that the device was not dropped or exposed to moisture, the contacts on the battery cap were not missing or damaged and the battery compartment and spring were not damaged or corroded. Customer was advised to insert a new battery; the display did not return. Customer was instructed to remove the battery for 10 minutes, clean the battery cap and reinsert the battery; the display remained blank. An off no power alarm was found in the alarm history. The customer was advised to disconnect the infusion set from their body and monitor the insulin pump.